Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedance measurements less than 30 ohms three weeks post implant. The specific measurement was unknown. Shock impedance measurements at implant were noted to be 40 ohms. It was reported that the patient was undergoing dialysis treatments. Technical services (ts) discussed potential causes and requested a copy of device data for analysis. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.